Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated sodium results on 2 patient sample. The customer also indicated that the instrument produced integrated multisensor technology (imt) errors. The customer replaced and conditioned the sensor, replaced all the liquid consumables, and ran quality control (qc), which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse proactively replaced the aging bulk fluids tubing, skit manifold and primary control assembly (pca) assay and ran qc, which recovered acceptably. Siemens further investigated the issue and determined that the discordant, falsely elevated na results hints incorrect initial imt dilutions of the samples. The sodium standard deviation mv graph contains severe spike at the time of the discordant results such spiking can be the result of bubbles in the fluid path due to the imt fluids being low in volume or not seated correctly allowing air in the system. Instrument errors were associated with the discordant results. Low volume of the imt fluids or improperly seating of the v-lyte diluent container resulted in air in the system and/or an incorrect initial imt dilution, which potentially contributed to the discordant, falsely elevated sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on 2 patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.